Event description:
On (B)(6) 2021, patient was to receive normal saline at 2ml/hr. Rn hung 1l ns IV bag at 0400. Dayshift found 1l IV bag empty at approx 8-8:30am. While the nurse assessed when the 1l bag was hung, she spiked and hung a 250ml ns bag. Within the hour the 250ml IV bag was also found empty. Thus, the patient received 1200ml of ns in 5.5 hours rather than the intended 11ml. The infusion was stopped and blood work drawn. The patient experienced no changes in assessment and labs were unremarkable from prior to the fluid bolus.

Manufacturer narrative:
Correction : omit a24 - adverse event without identified device or use problem (2993), c19 - no device problem found, d14 - no problem detected. G07001 - part/component/sub-assembly term not applicable. Additional information : imdrf annex a, c, d and g codes.

Manufacturer narrative:
Omit a1402 - excess flow or over-infusion (1311). Omit b17 - device not returned. Omit c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on. Device return to manuf. Device eval by manufacturer? If other specify. Imdrf annex a code, imdrf annex g code, imdrf annex b code, imdrf annex c code, imdrf annex d code. Manufacturer narrative: a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
On (B)(6) 2021, patient was to receive normal saline at 2ml/hr. Rn hung 1l ns IV bag at 0400. Dayshift found 1l IV bag empty at approx 8-8:30am. While the nurse assessed when the 1l bag was hung, she spiked and hung a 250ml ns bag. Within the hour the 250ml IV bag was also found empty. Thus, the patient received 1200ml of ns in 5.5 hours rather than the intended 11ml. The infusion was stopped and blood work drawn. The patient experienced no changes in assessment and labs were unremarkable from prior to the fluid bolus.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
On (B)(6) 2021, patient was to receive normal saline at 2ml/hr. Rn hung 1l ns IV bag at 0400. Dayshift found 1l IV bag empty at approx 8-8:30am. While the nurse assessed when the 1l bag was hung, she spiked and hung a 250ml ns bag. Within the hour the 250ml IV bag was also found empty. Thus, the patient received 1200ml of ns in 5.5 hours rather than the intended 11ml. The infusion was stopped and blood work drawn. The patient experienced no changes in assessment and labs were unremarkable from prior to the fluid bolus.